Event description:
It was reported that after opening, the blockage alarm continues when used. There was no problem after replacing. The event occurred during priming at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and an occlusion was observed at the incoming tube/filter junction. Upon further inspection errant solvent was observed at on the inner diameter of the tube. The probable cause of the occlusion was due to errant solvent application during assembly in tijuana. There was no further action taken.